Event description:
Baxter sales rep called to report an incident with co's custom sets. The customer is experiencing an offensive odor when opening the second pouch on these sets. The sets are placed in two pouches for protective measures. Nurses are experiencing a reaction and have been prescribed albuterol for the offensive odor. No other pt involvement has been reported at this time.